Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No further tests could be performed due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had been submerged in water and alarmed button error at or around the same time that the device was exposed to moisture. The blood glucose reading was 161 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.